Manufacturer narrative:
Product analysis conclusion: the reported e-marker misalignment within the graft cover was likely confirmed on the films provided; however, the cause of the event could not be determined. To confirm the stent graft position in the patient, the IFU advises use of the ¿radiopaque marker on the distal stent of the contralateral stub leg¿ to align with the contralateral iliac artery. Analysis of the limited still images returned did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that when the e-mark is set at 12 o'clock, the e-mark would be facing the front of the stent , but in this case, the e-mark was facing the front at the 3 o'clock position. In the retracted state, it was not possible to determined the positional relationship between the e-mark and the contralateral gate. The physician believes this was due to the way the graft was loaded into the graft cover. After taking it out of the sterilized bag and flushing the wire lumen, the e-mark was checked under fluoroscopy and no special force was applied to it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii was intended to be implanted during the endovascular treatment of a 80mm aaa on (B)(6) 2024. It was reported that during the index procedure the physician attempted to check the e mark under fluoroscopy however it was folded inward so the exact orientation could not be determined. A replacement graft was used to complete the procedure. Per the physician the cause of the event was device related. No additional sequelae were reported and the patients is fine.